Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open and contaminated samples in a biohazard bag. In these conditions, the samples cannot be checked. However, taking into account that there are previous confirmed complaints of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.60 kgf in average and 0.48 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: we conclude that this complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle became disconnected after a slight pull, or the needle is not connected to the thread, before use. There was no patient involvement.